Manufacturer narrative:
Integra has completed their internal investigation on october 4, 2017. Results: evaluation of returned device; reported failure was confirmed; during investigation it was observed that when the camcabl was flexed at the catheter casing to cable connection it was loosing signal due to a bent in a white wire. This physical damage can be possibly caused by over-bending the camcabl and was verified it would not be caused during the manufacture process. However, the root cause of the complaint incident could not be conclusively determined. It was noted, that the returned cable is not an out of box failure; findings indicating use: cable returned for evaluation not it the original box. Scratches observed on the catheter casing. Date of manufacture - this is a 3-year old cable. Returning facility is a hospital, not a distributor. The complaint can be closed as valid based on the failure analysis findings. Future complaints will continue to be monitored and trended. DHR review; no anomalies that could be associated with the complaint incident were observed complaints history; a 12-months' review of customer complaints was completed for the reported failure "not holding a reading; catheter goes in and out - cable to catheter connection failure". This review encompassed dates 04-oct-2016 to 04-oct-2017; a total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. No adverse trend has been identified. During the time period ¿nov-16 to oct-17¿, the global product usage for camcabl was calculated as (B)(4) usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of (B)(4) complaint over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures or (B)(4) complaint in every (B)(4) procedures. This percentage is outside the expected range against the improbable rate of occurrence ((B)(4)) scored from the camino cables. Conclusion: this physical damage to the camcabl can be possibly caused by over-bending the camcabl and it was verified damage would not be caused during the manufacture process.

Event description:
Cable was not holding a reading. Once plugged in and if you do not wrap tape around it and the catheter, it will go in and out on the reading. There was no patient injury and no revision/medical intervention required. There was no surgery delay.